Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4076-52 lead, implanted: (B)(6) 2005, 6949-65 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had high threshold, non-physiologic oversensing and there were non-sustained ventricular tachycardia episodes; a lead integrity alert was triggered. It was also reported that the left ventricular lead had possible high threshold. The leads were capped and replaced. No patient complications have been reported as a result of this event.